Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer¿s blood glucose (bg) level was 412 mg/dl. Customer reverted to an alternate method of insulin therapy.